Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd safety-lok¿ insulin syringe after injection the safety device is difficult to operate. It was stated the safety mechanism ¿fails in the moment of activating. Because it did not work, it leaves the needle exposed, offering risk to the employee and the patient. There is a hardening in the moment of activating the mechanism, it locks and not descends easily." There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) bd 1ml, 13mm, 29g safety-lok insulin syringe with the blister pack from lot # 5077733. Customer states that it fails in the moment of activating the safety mechanism, because it did not work, or brake/lock, keeping the needle exposed, offering risk to the employee and the patient. The syringe was returned with the safety mechanism securely and properly activated covering the cannula. No defects were observed on the returned sample. A review of the device history record was completed for batch #5077733. All inspections were performed per the applicable operations qc specifications. There were zero defects or notifications noted for related defects during the production of these batches. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.